Event description:
It was reported an angio-seal device was used to seal the arteriotomy site post renal and coronary angiogram procedure. Following the procedure, the closure device did not seal and the patient was having internal bleeding. The patient developed renal failure, was intubated, and was on the respirator for three weeks. The patient did not receive any blood transfusions and expired approximately three weeks following the angiogram. The patient had a history of diabetes. The information was provided by the daughter.